Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the surgical procedure? What return electrode was used in the procedure? Was the injury on the patient or the user? What is the site of burn? Did the burn occur at the surgical site or an alternative location? What was the degree of burn (1st, 2nd or 3rd)? Are photos of the burn available for medical review? What was the treatment of the burn? Is there an alleged deficiency of the megen1 that caused or contributed to the diathermy injury? Please provide additional details as to why or why not. What were the circumstances that were happening when the injury occurred? Was the diathermy injury found intra-op, during use, or was it found at a later time? If at later time, please provide when. What is the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a diathermy injury occurred when using it, despite devices not showing any visual defect.